Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for the same lens model with a difference of one diopter of power 3 months after initial implantation. Refractive error was the clinical reason given for the iol exchange. The refractive error explanation reported was that the iol was exchanged with a target of more minus. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient's issues have resolved.